Event description:
2003 - pt broke left femur bone and had metal implants installed. Recovered without serious complications. Received clean bill of health from doctor. 2003 - could not bear any weight on operated leg. X-ray's taken and it was determined the metal implant broke and must be replaced. Surgery was performed in 2003.